Manufacturer narrative:
PMA/510(k) #k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User opened the package and checked the needle which is fine. User completed the first biopsy successfully, but foun out the needle cannot be retracted with mark at "0"after second biopsy. User retracted the endosocpy slowly and changed to another same device to complete the procedure. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."

Event description:
Supplemental report is being submitted due to the completion of the investigation on 17-nov-2023.

Manufacturer narrative:
PMA/510(k) #k210476 device evaluation 1 unit of lot c1836868 of echo-19 was returned opened in its original packaging. A photo of the device was shared before its return to cirl for evaluation. The device related to this occurrence underwent a laboratory evaluation on 18 october 2023. The needle and sheath were observed to be broken approx.13cm below the mlla when the needle handle is advanced to position 8 and sheath extender at position 5. The distal end of the needle was examined, and no issue observed. Manufacturing records prior to distribution, all echo-19 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c1836868 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review an image was not returned for evaluation. Root cause analysis a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. As no additional information was shared a possible root cause is difficult to determine but could be attributed to the device potentially being used in a tortuous position during the procedure or excessive force which can be applied when trying to get the needle out of the scope during advancement potentially causing the needle to get damaged and break during the second biopsy attempt which in turn would have led to the retraction difficulty. A CAPA (pr 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured prior to the corrective action being implemented. Summary complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.